Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer reported symptoms of shaky and light vision. The customer was able to self-treat with orange juice. There was no report of death or permanent impairment associated with this event. A sensor result of 4.60 mmol/l was compared to a competitor brand meter reading of 2.20 mmol/l and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. It is unknown when these readings were obtained in relation to the reported adverse event.